Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A review of the lot record was conducted with no relevant findings. This report is the final report being submitted by vasorum unless otherwise requested by the FDA. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up. (B)(4).

Event description:
It was reported that an incident occurred after the dr attempted to close a puncture made by a 7f sheath with a 7f celt closure device. Upon completion of the final step bleeding was noted by the physician. Manual pressure was applied and hemostasis was achieved. The physician then used fluoroscopy and ultrasound and determined that the implant was deployed within the lumen of the common femoral artery, where it remained. The physician elected to do a surgical cut down and remove the implant. The implant was easily located in the common femoral artery and removed. The patient was discharged on time with no further issues.